Event description:
The customer reported that the probe of the ortho provue analyzer dripped into the reagent vials and the dilution cup overflowed. The customer indicated that no error messages were posted prior to the incident. The reagents were discarded and the instrument was taken out of use. No erroneous results released. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. During troubleshooting with cts (customer technical services), the customer found that the line to the waste bottle was not connected. An ocd field engineer (fe) contacted the customer via phone and assisted the customer to re-connect the lines. Repairs were not needed to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).